Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red with pain and discomfort. There was no alleged device malfunction contributing to the it's unclear if the nurse who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.